Event description:
A report was received on (B)(6) 2024 from the home therapy nurse (htn) of a 76-year-old male with a medical history including a recent hospitalization for atrial fibrillation and end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 26 and 27 nov 2024 from the htn who stated the patient lost consciousness approximately 2 hours into treatment. Emergency medical services (ems) was called and the patient was transported to hospital. Resuscitation efforts (nos) were unsuccessful and the patient was pronounced at the hospital, suspected cause of death cardiac arrest.

Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).